Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had black spots was confirmed. The following defects were found with the device upon evaluation : -outer tube damaged, distal dip damaged, distal tip has deposits. -image error, on camera image cloudy/blurry. The device was repaired, tested and found to be working according to specifications. Lack of maintenance of the device is the most probable root cause of the deposits on the distal tip. User mishandling of the device would have further caused the damage to the distal tip. This would have caused the scopes to display a poor image. A manufacturing record evaluation was performed for the finished device (serial number (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: h6: upon complaint review, it was determined that a manufacturing record evaluation (mre) was inadvertently missed on the initial report. The mre was performed for the finished device [1306624] number, and determined that no non-conformances were identified. This field has been updated accordingly to reflect the correct information.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep via email that two hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had black spots. The rep tried to clean them but the spots would not go away. No patient or procedure was involved. No available information was provided.